Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was seeing internal device lost all data on their programmer on (B)(6) 2021. They stated they have had a return of symptoms, but could not provide a date / estimate because they have so much other stuff going on. They also stated they had a CT scan in (B)(6) 2021 and a cardio version (B)(6) 2021. The patient was redirected to their healthcare provider to further address 'lost all data' screen.  No further complications were reported/anticipated at this time.